Event description:
It was reported that on removal of the edi catheter, it was found that some parts were missing. After an unsuccessful gastroscopic procedure to remove the missing parts, the parts were finally removed using a net. The edi catheter had been in use for 17 days. There was no harm to the pt. (B)(4).

Manufacturer narrative:
(B)(4).